Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. The device will be returned for analysis and further info will follow once the analysis has been completed.

Event description:
The customer reported that he has had high blood glucose levels for the past three months and his doctor is concerned that the insulin pump was not responding normally. The customer stated that he arrived at the clinic with a blood glucose of 230 mg/dl. The customer also stated that he was weak and had blared vision. The customer then stated that changing out his infusion set and reservoir did not improve his situation. The customer added that he changed his infusion set every three days. Nothing further was reported.